Event description:
It was reported that while stimulation was turned on, following a reprogramming, the patient's legs were "weak" and he wasn't able to walk and had a fall. The patient fell in his bathroom due to leg weakness and couldn't talk due to numbness in his mouth. The patient turned the stimulation off and these symptoms went away, but his essential tremor symptoms have returned. Additional information received reported that the patient was admitted to the hospital in (B)(6) 2011 for seizure-like activity, unrelated to dbs. The patient got sick on (B)(6) 2011 and became very sleepy. The patient went to the hospital the next day and was admitted. Increased white blood cells were noted. A lumbar puncture was normal, and a head CT was unremarkable. An eeg was performed that showed slowing. The patient was discharged 4 days later, but was still not normal (was not walking or thinking right). The patient's parents turned the dbs off about 1 ½ weeks after he was discharged from the hospital. The patient began doing better after the dbs was turned off, and was doing good at the time of the last office visit with the neurologist on (B)(6) 2011. At this appointment, neurologist told the family to leave the dbs off, and noted it was unclear if the patient's event was seizure or dbs related. Interrogation noted that impedances were within normal limits, and no error messages were received. The dbs was kept off until further testing (CT) could be completed. Further information received in (B)(6) 2011 reported that the patient continued to have concerns with the device/therapy, but was working with their doctor. In (B)(6) 2012, additional information received reported the device was still off, and the patient would like to have the device turned back on. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that an electroencephalogram (eeg) was done on (B)(6) 2012 and the patient had been diagnosed with a seizure disorder. The reporter stated that on (B)(6) 2012, four days after the left side device was explanted due to infection (as reported in manufacturing report # 3004209178-2013-10849), the patient had a tonic clonic seizure and was placed on continuous eeg. The eeg showed that the patient was having two seizures likely emanating from the left frontal region, which subsided after intravenous administration of antiepileptic. The patient then started depakote, dilantin and topamax for seizure control. The patient had stated that his tremors had gotten worse.

Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension product ID 7482a51 lot# serial# (B)(6), implanted: 2010 (B)(6), explanted: product type extension product ID 7438 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3387s-40, lot# v331504, serial# implanted: explanted: product type lead product ID 3387s-40, lot# v329593, serial# implanted: explanted: product type lead. (B)(4).

Manufacturer narrative:
(B)(4).